Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to her feeling/ normal result(s). The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at dinner time. The patient reportedly obtained a blood glucose result of "304 mg/dl" with the subject meter. According to the csr's documentation, the patient manages her diabetes with insulin (self adjuster) and in response to the alleged issue the patient continued with her usual dose of medication at 5:30pm and administered 34 units of novolog. One hour after the reported issue occurred, the patient claimed she did not feel right and was sweating. The patient, however, denied receiving any treatment following the alleged inaccurate high issue. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement; however, the csr noted that the subject meter was not properly set to the correct code number (per owner's booklet recommendation). Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.